Manufacturer narrative:
On (B)(6) 2009, the local representative contacted technical services to report that this patient has been scheduled for an invasive check of the device connections. The physician suspects a loose set screw. Subsequently, boston scientific crm received information that this local representative contacted technical services on (B)(6) 2009 to report that no invasive intervention was required. The physician elected to reprogram the shock vector that had an acceptable shock impedance measurement. The available information suggests that the device and lead system remains in-service. The event will be reopened if additional information is received and/or products are returned for analysis. Boston scientific received information from a social security index search that this patient died in november 2016. The lead was received at boston scientific's return product department in april 2018 and laboratory testing was completed in early-may 2018. There were no allegations of lead malfunction that may have caused or contributed to the patient's death. Three terminal segments of the lead were returned to boston scientific's post market quality assurance laboratory. Setscrew marks on the is-1 terminal pin/ring and df-1 distal terminal pin were identified in the correct location. There was no sign of a setscrew mark on the df-1 proximal terminal pin but there appeared to be electrical pitting. The three lead segments was put through and passed continuity testing. It was concluded that the laboratory findings on the df-1 proximal terminal pin suggests a connection issue which may have resulted in the 2009 clinical observation.

Event description:
Boston scientific crm received information that the local representative contacted technical services on july 9, 2009 to report that this device and lead system were exhibiting a shock impedance measurement of > 125 ohms. The local representative checked all three shocking vectors and > 125 ohms was recorded.